Event description:
Pt experienced infection post implant of infusion system. Cultures were taken which were positive for staph epidermidis. The device was explanted, and no new device has been implanted as of the date of this report.